Event description:
During an ercp procedure, the physician used a 10fr soehendra stent retriever to retrieve a 10fr cotton leung biliary stent. During the retrieval attempt, the extended tip of the retriever detached in the pt's biliary duct. A snare was used to retrieve the detached portion. The biliary stent was eventually removed with a sphincterotome. Post procedure, no injury to the pt was reported.